Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion. This ICD had been implanted for only 10 months. Another ICD was successfully implanted. No adverse patient symptoms were reported.